Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an excessively noisy fan. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with an excessively noisy fan was confirmed during product evaluation. This condition was caused by a damaged rear housing assembly. The rear housing assembly, including the fan, was replaced to correct the reported condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.